Event description:
It was reported a zuma-c implant broke during surgery as the "surgeon was aggressively marketing the implant in the disc space. There was no delay in surgery and no injury to the pt reported. A spare device was available which functioned properly and was used to complete the surgery.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.